Manufacturer narrative:
The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned that a 23mm aortic valve was explanted at implant due to encroachment of the valve to the left coronary ostia. After implantation of a 23mm pericardial valve, a small paravalvular (pvl) leak was identified and treated. The patient subsequently expired in the operating room. Medical records revealed this obese patient underwent re-do aortic valve replacement with a mitral valve and CABG x1. The aortic valve was sized and not even a 21 mm valve could be passed. A root enlargement with pericardial patch was performed. First, a 27mm pericardial mitral valve was implanted. Then the aortic valve was implanted with special care to avoid compression of the left main coronary artery as it originated low near the annulus. Multiple attempts were made to discontinue bypass and close the chest. The patient repeatedly became unstable for unknown reasons. An intra-aortic balloon pump (iabp) was inserted. The surgeon went in to inspect the valve and noted the right coronary ostium was free; however, the left ostium (which was small in caliber) was encroached on by the aortic valve annulus. A new 23mm pericardial valve was implanted. After closing the aortatomy, a small paravalvular (pvl) leak was noted on echo. The surgeon added extra sutures to two suspect areas and no further significant pvl was noted. Cabgx1 was completed. Unable to wean off bypass, the patient was placed on extracorporeal membrane oxygenation (ECMO). Problems were encountered with the ECMO pressure and flow and a clot was noted in the left atrium. The decision was made to discontinue care as the case was futile. The patient expired in the operating room after this complicated 15 hour case. After ECMO was discontinued, a clot was found in the circuit.

Manufacturer narrative:
(B)(4).the device was not returned to edwards for evaluation. Partial or total occlusion of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction and/or death. Without return of the device or additional information, the clinical observation cannot be confirmed and root cause remains indeterminable. Edwards will continue to review and monitor all events. If additional information is received a supplemental MDR will be submitted. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.